Event description:
Attempted to utilize hologic inc novasure impedance controlled endometrial ablation device twice x 2 devices with same lot number but were unable to provide treatment. Neither device would pass the cavity assessements which were re-calculated and re-adjusted each time.